Manufacturer narrative:
This report is being submitted to correct the g3 in the previous medwatch report. Correct g3: (B)(6) 2026.

Event description:
This report is being submitted to correct the g3 in the previous medwatch report. Correct g3: (B)(6) 2026.

Manufacturer narrative:
(B)(4). D4: this device is sold outside the us and therefore no gudid information exists. This device is considered similar to (B)(4). D10: item name: g7 pps ltd acet shell 52e; item number: 010000663; lot number: 7772258. Item name: tprlc 133 mp 12/14 bm ho 12.0; item number: 51-137120; lot number: 6493698. Item name: biolox delta cer lnr 36mm e; item number: 110003634; lot number: 3212481. G2 ¿ foreign ¿ poland. G4: the reported product is not sold in the us, the pre-market submission number for the similar product sold in the us is k082996. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the patient underwent to hip revision surgery due to experienced pain, snapping sensation and crepitus. Ceramic liner and head exchanged, ceramic head was found to have fractured. Approximately 55 days post-implantation. Attempts have been made and all additional information received has been included in this report.